Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device -- 4 months, 28 days. Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was seen by infectious disease (ID) on (B)(6) 2018 in regards to fever of 102 degrees fahrenheit and hypoxia yesterday. The patient was started on azithromycin, vancomycin, and zosyn. Blood culture taken on (B)(6) 2018 resulted positive on (B)(6) 2018 for streptococcus sanguinis. The patient was treated with antibiotics. It was noted the source of the infection was blood. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct cause for the patient¿s reported infection could not be conclusively determined through this evaluation. Additionally, a direct relationship between the device and the reported ventricular tachycardia could not be conclusively determined through this evaluation. Infection and cardiac arrhythmia are listed as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU and patient handbook contain information about caring for the driveline and preventing infection. No further information was provided. The manufacturer is closing this event.

Event description:
It was later reported that the patient had multiple premature ventricular contractions with sustained ventricular tachycardia (vt) and heartrate in 130s. The patient was found sitting up in bed complaining of pain in the left ribcage area and reported feeling tired. Amiodarone bolus of 150 mg was given over 10 minutes then the patient was started on an amiodarone drip. Rhythm appeared to cardiovert to sinus rhythm as heartrate went down to 90s then back up to 130s. Ventricular assist device (vad) speed was decreased from 5700 to 5500 then to 5300. The patient was transferred to the cardio-thoracic intensive care unit (cticu). Electrophysiology interrogated the device and the ventricular tachycardia 1 (vt1) zone was increased to start at 145. As of (B)(6) 2018, no further vt was noted. It was also reported that the patient¿s blood cultures were negative from (B)(6) 2018 to (B)(6) 2018. Vancomycin was stopped since the isolate is penicillin sensitive. The patient was told to continue intravenous (IV) penicillin. The peripherally inserted central catheter (PICC) was placed and the patient was discharged home with IV antibiotics on (B)(6) 2018.

Manufacturer narrative:
No further information was provided. The manufacturer is closing this event.